Event description:
It has been reported that tibial insert would not lock down to baseplate. Insert was removed and a new 9mm insert was inserted and locked down successfully. There was no adverse consequence for the pt.